Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent revision on (B)(6) 2011 due to patient allegations of elevated metal ion levels, tissue/bone destruction, pain, discomfort, inflammation and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to metallosis, elevated metal ion levels and the presence of cysts. Operative notes state the acetabular cup was in a vertical position. The operative notes confirm that the acetabular cup, modular head, and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00800 and 04712/04713). -1 and 04712/04713).